Event description:
It was reported that the ilet user's caregiver announced a meal that was too large for the amount the user actually ate, which led to excess insulin delivery and a subsequent low blood glucose. The caregiver treated the low with juice and later requested an insulin change. No reported symptoms including an in range lowest blood glucose of 74 mg/dl. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device malfunction, and a usage problem related to incorrect meal size announced. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.